Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd seditainer¿ 4nc 0.105m 0.45 ml blood collection tube has been found experiencing 200 occurrences of underfill after use. The following has been provided by the initial reporter: the tubes have become harder to fill and most will only fill just up to the minimum fill line.

Event description:
It has been reported that the bd seditainer¿ 4nc 0.105m 0.45 ml blood collection tube has been found experiencing 200 occurrences of underfill after use. The following has been provided by the initial reporter: the tubes have become harder to fill and most will only fill just up to the minimum fill line.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.